Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation was not working and they only had one group placed. Their stimulation felt like it was ¿cutting out like a car is going to die¿ and it was jumping around. The patient turned their stimulation off because it was hurting them even more. The patient was seen by a manufacturer representative on (B)(6) and their stimulation was not in all the areas they needed. The patient was reprogrammed and the stimulation was covering the areas they needed. The patient was pleased with their reprogramming.